Event description:
It was reported patient was able to enter MRI mode despite leads coiling up.

Manufacturer narrative:
Correction: b5. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's leads are coiled up due to the ipg flipping in the pocket after patient lost weight. Patient was unable to enter MRI mode as a result. As a result, surgical intervention may be pending to address the issue.